Manufacturer narrative:
The lead is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this system exhibited noise on the right ventricular (rv) channel which was oversensed and resulted in greater than two seconds of pacing inhibition. The patient was asymptomatic. A revision procedure was performed and this lead was removed from service. The source of the reported clinical observations was not identified. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted an unknown type of stylet was stuck in the lead and was unable to be removed from the lead. Lead damage included cuts, holes and tears in the in insulation. Resistance testing was performed which confirmed the electrical continuity of the lead. Laboratory evaluation determined the damage occurred during the explant procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.